Event description:
It was reported that during a follow-up in clinic, Right Ventricular (RV) lead exhibited high pacing impedance and oversensing due to suspected fracture. Oversensing led to pacing inhibition The lead was capped and replaced on (b)(6) 2026. The patient is in stable condition.